Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a revision shoulder arthroplasty was performed due to patient pain and mild osteolysis around the stem and baseplate. The original implants were tornier devices. Intraoperatively, the stem and baseplate were found to be stable and well fixed, and there was no clinical reason to revise them. However, the tray, polyethylene insert, and sphere were removed in order to check the stability of the fixation and were subsequently exchanged for new components. The revision was completed successfully, and no complications were noted.